Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the 2b5lt device was returned with the obturator bent and the sleeve broken. The obturator was received inserted through the sleeve. Due to the condition of the device, no functional testing could be performed. One possible cause for the damage found, may be excessive external load placed on the device.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure upon insertion of the device, the cannula bent. The case was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.